Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The leak was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during use of a copilot bleedback control valve air leakage was found at the proximal end of the device (insertion portion) during the first flushing of the co-pilot. It is unknown if the leak occurred at the clamp seal or at the control seal. There were no devices in the copilot at the time. The device was removed and another copilot was used to continue the procedure. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.